Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve alarmed and shut down. Additional malfunctions were power switch no alarm and the sieve beds were dusted.